Event description:
Pt had an axillo-bifemoral bypass. While implanting the graft, the physician noticed that the graft was separating at the junction. The physician repaired this area. This was the only graft of this type available. There were no complications or problems noted.